Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with anterior and posterior compartment defect repair and sacrospinous suspension due to cystocele and incontinence. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent cystoscopy with removal of portion of infected mesh and eroded mesh with repair on (B)(6) 2013 due to infected vaginal mesh, bleeding, recurrent uti, pelvic pain and urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to cystocele and incontinence. It was reported that the patient underwent cystoscopy with removal of portion of infected mesh and eroded mesh with repair on (B)(6) 2013 due to infected vaginal mesh, bleeding, recurrent uti, pelvic pain and urinary tract infections.

Manufacturer narrative:
Date sent to the FDA: 07/06/2016. It was reported that following insertion the patient experienced urinary retention, urinary frequency and urgency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent uti.